Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Unit was successfully downloaded using thump. No unexpected pump error 23, pump error 53 or pump error 15 alarms noted during testing, however, pump error 15 (file number = 38; line number = 442) found in pump history/trace files on 10/31/2025 06:07:09.000. Pump error 23 (file number: 39 line number: 691) confirmed in the pump history/trace files on 10/31/2025 06:07:11.000 and 10/31/2025 11:44:51.000. Pump error 53 (file number: 709 line number: 1299) confirmed in the pump history/trace files on 10/31/2025 11:31:52.000 and 10/31/2025 11:38:06.000. Per engineering troubleshoot guide, it was determined pump error 53 confirmed due to a software error. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. No cosmetic damage during visual inspection. No unexpected alarms/alert/anomalies noted during testing. Unable to confirm high bgs. Unexpected pump error 23 and pump error 15 alarms were confirmed in the pump history/trace files as a result of an unexpected restart caused by pump error 15 alarm due to suspected hardware error as per global logic analysis (esf #(B)(4)). Pump error 53 confirmed due to software error. Unresponsive button was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also received a pump error 53(software error detected), pump error 23(post-reset ram crc alarm), and pump error 15(the critical block and inverse critical block did not add to zero). Blood glucose value at the time of the event was 393 mg/dl. The customer was treated with an insulin pump. The event involved product(s) mmt-1884, mmt-441ag, mmt-342 . Troubleshooting was performed for pump error 53, and the customer was able to clear the alarm and able to rewind the pump. Troubleshooting was performed for pump errors 15 and 23, and the customer was unable to clear the alarm. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for the keypad anomaly, and the customer reported that the middle button was not responsive, and the customer reported that the pump was not exposed to moisture. The customer reported that the issue was not resolved. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned. No product return is required for mmt-441ag. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.